Manufacturer narrative:
It was noticed that trial stems of the mp monoblock hip prosthesis stem could only be removed with increased force after being impacted with even hammer blows. Due to the different diameters between a trial neck segment and a trial stem, a protrusion occurs on the trial stem in the transition area. When removing the trial stem from the femoral canal, this protrusion could lead to increased friction in the femoral medullary canal, so that increased force is required. The difference depends on the diameter of the selected combination of trial neck segment and trial stem. Due to the increased effort associated with the removal of the trial stem, the time of surgery may be extended and, under unfavorable circumstances, the procedure may have to be modified. As a corrective measure, all trial stems are recalled by r-2023-05. Furthermore a CAPA was initiated to optimize the instrument.

Event description:
Problems when removing the trial stem. [Customer].